Event description:
Event received via medwatch report from the FDA. The event reported as: coating protection on the electrosurgical unit electrode caused a small burn to pt's right nostril. No further info available.

Manufacturer narrative:
Unk if sample is available for investigation. Investigation report is incomplete at this time. A f/u report will be submitted when investigation is complete.